Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio-control recommended that the customer permanently remove the device from service and obtain a replacement unit. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. As a result, defibrillation would not be possible if it were necessary.